Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a leak. It was reported that during device preparation, the steerable guide catheter (sgc) repeatedly failed to hold fluid column. The sgc never entered the patient's body and a replacement sgc was used to complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on available information and without the device to analyze, a cause of the leak/ splash could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.